Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that, when it came time to refill the device seven weeks later, the nurse and healthcare provider (hcp) sent the patient for a x-ray when they could not locate the fill port. It was determined the pump was installed upside down and the fill port was not accessible. This took almost a month before they received the approval to go in and reverse the device and fill it. It took the patient two more weeks to get over the withdrawal symptoms and a month with having to use oral narcotics, which never work well with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.